Event description:
During index procedure there was one endeavor sprint drug eluting stent implanted in the 1st obtuse marginal. Approximately 904 days post index procedure, the patient suffered a mi. The mi was treated with revascularization of the 1st obtuse marginal. The event was not assessed for relatedness with the device. It is reported that the patient recovered and was discharged the next day.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). Conclusions: inherent risk of procedure - (myocardial infarction).